Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The patient had not followed up in approximately two years. Technical services (ts) discussed troubleshooting options; however, the device was still unable to be interrogated. The patient was scheduled for a device replacement. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The patient had not followed up in approximately two years. Technical services (ts) discussed troubleshooting options; however, the device was still unable to be interrogated. The patient was scheduled for a device replacement. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was explanted and replaced. It was noted that the device battery was depleted and premature battery depletion was suspected. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.